Event description:
It was reported that a loud explosive noise was heard coming from a gentlemax laser after a candela field svc engineer was done servicing the laser. The field svc engineer lost hearing for about 2 minutes.